Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
A peritoneal dialysis pt reported that he noticed approximately 8 drops of moisture on the external left side of the front of the cycler during treatment. He started the fluid wasn't oily, but seemed to have a higher viscosity than water. He was unsure of where the leak/fluid originated. According to the pt's pd rn, the pt did not received prophylactic antibiotics and his effluent has remained clear. He did not develop peritonitis and is fine. Sample disposed.